Event description:
It was reported that the patient developed a post-operative cerebrospinal fluid hygroma. The fluid collection was first seen by fluoroscopy and was surgically drained about two weeks later. It was noted that the event was resolved without sequela. The drug used in this system was infumorph.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).